Event description:
While performing a diagnostic procedure, the doctor inserted the arstasis latchwire device through the arstasis 19 gauge access needle which had been placed into the pt's femoral artery. An attending technician then inserted the latchwire into the distal end of the axera access device anchor. The doctor successfully completed the procedure and attempted to remove the device. The axera access device appeared to detach from the latchwire, with the distal end above the skin level of the pt. The doctor was able to grasp the latchwire with his fingers and pull it out. The case completed successfully. There was no pt injury. After the completion of the case, an arstasis rep present during the procedure connected the latchwire to the device and established that the latch was functional, irreversible and could not be separated when pulled with forceps. The device was discarded and will not be returned for eval.

Manufacturer narrative:
Based on the event description, upon attempting to remove the device, the device appeared to detach from the latchwire, with the distal end above the skin level of the pt. The physician was able to manually grasp the latchwire with his fingers and pull it out. After the completion of the case, an arstasis rep connected the latchwire to the device and established that the latch was functional, irreversible, and could not be separated when pulled with forceps. Product was not returned; therefore, product failure analysis is not possible. This complaint is the 1st reported detachment of the latchwire from anchor. The IFU was reviewed. Per note in step 3 (deploying the axera access device section) of the IFU, "confirm latch by tugging firmly on the latchwire." Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available info, is use error due to the user not properly confirming the latchwire is joined to the anchor prior to use. The user was retrained to the instruction in the IFU which states, per note in step 3 (deploying the axera access device section) "confirm latch by tugging firmly on the latchwire."